Manufacturer narrative:
The customer was provided with a replacement titanium video cable. Since the video cable is not serialized, the device and previous complaint history could not be reviewed. The video cable used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor and titanium video cable, the image would disappear intermittently and display green lines when the cable was moved in anyway. The procedure was completed using another glidescope system, which was available within 10 minutes. No harm to the patient or the user reported. The biomedical engineering department evaluated the cable after the procedure was completed. During their evaluation, they were able to duplicate the reported issue and subsequently destroyed the cable.